Event description:
On (B)(6) 2018 customer purchased a new large box of the skyn condoms. Odor from condoms was classified as "terrible" by the consumer. User indicates that they acquire a vaginal bacterial infection and went to the emergency room due to the pain. The user indicates that the condom "feels" different from previous purchases of the product. After using them, user indicates a very severe burning sensation in vagina and urethra area.

Event description:
(B)(6) 2018 customer purchased a new large box of the skyn condoms. Odor from condoms was classified as "terrible" by the consumer. User indicates that they acquire a vaginal bacterial infection and went to the emergency room due to the pain. The user indicates that the condom "feels" different from previous purchases of the product. After using them, user indicates a very severe burning sensation in vagina and urethra area.

Manufacturer narrative:
11/27/2018 device history record indicates no deviations or anomalies in the manufacture and release of the product. Inspection of 13 retain samples showed no visible issue and a microbiological evaluation showed results were within specification. No root cause can be assigned and no further action will be taken.